Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The e3 and g2 fields were corrected based on information available at the initial report submission. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 2 years since the subject device was manufactured. Based on the results of the investigation, it is likely that physical stress was applied to insertion section and charged coupled device (ccd) unit was damaged during user handling. However, a definitive root cause could not be established. The event can be detected by handling the device in accordance with the following section of the instructions for use which states: "inspection of the endoscope :inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." The user can reduce/prevent the occurrence of the event by handling the device in accordance with the following statement found in the instructions for use" "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was unable to be confirmed. During the device evaluation it was observed the image was not displayed during angulation due to damage on the charge-coupled device unit. It was also observed that there were multiple indentations on the insertion section. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera elite bronchovideoscope is leaking. The reported issue occurred was discovered during reprocessing of the scope. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that the image was not displayed which, is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.